Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system with focus shifted and optical coherence tomography image disappeared in the unknown eye of a patient, during surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that after a system docking suction, the focus got shifted and the optical coherence tomography image disappeared during the parameter confirmation process. The use of system was discontinued and switched to manual surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).